Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis patient contact that the patient encountered an air detected in cassette message during drain 3 of 3 of the peritoneal dialysis treatment. After attempting to troubleshooting, the patient was advised to cancel the treatment. The patient reported observing evidence of a fluid leak inside the cycler cassette door. The patient¿s cycler was replaced. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. The patient was advised to notify the peritoneal dialysis nurse. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the reported symptom code (fluid leaking) was not confirmed. The reported symptom code (sb supply bag lines are blocked) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. A post-accelerated stress test simulated treatment was perform and completed. Mushroom head check passed. Test negative for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A DHR review found mushroom head check on 6/5/2018. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process.